Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). University block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed. The device was returned with the clip assembly attached and able to fully deploy without issues, though inspection showed the control wire was kinked. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. It was found that the control wire was kinked, and it is possible that this failure resulted from procedural factors such as excessive force or improper handling and manipulation of the device. Excessive or careless manipulation could have caused the defects observed. Based on all available information, the probable root cause assigned is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed inside the body. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed inside the body. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.